Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for urge incontinence and fecal incontinence. It was reported by a basic evaluation patient that it had not been a good day for them that day of the call. The patient stated that there were three times where they weren't able to make it to the rest room in time and they leaked. The patient stated they believed because they were not at home. The patient also stated that they had diarrhea that day and also felt that they weren't fully emptying their bladder that day of the call. On (B)(6) 2020, the patient stated that they had a message that a cable had come loose. The patient was given the number to patient and technical services (pats) as pats had been closed for lunch at the time of the call. The patient was also referred to their health care physician (hcp) regarding the loose/disconnected cable. The patient stated they thought they would have to ¿go under the knife,¿ to have this issue fixed. On (B)(6) 2020 the patient stated they had not been able to do any tracking because their lead wire had become unattached. The patient spoke with their manufacturer representative (rep) and stated that since their evaluation would be completed on the next day, ((B)(6) 2020) they would not be putting it back in. On (B)(6) 2020, the patient called patient services and reported they were not feeling any stimulation, noting it had been helping a lot until the day prior to the call ((B)(6) 2020.) The patient reported that they had slid on their back the day prior to the call and they were now ¿having problems.¿ the caller stated they were seeing a ¿cable not connected¿ message. Patient services reviewed the meaning and redirected to their health care physician (hcp) to address the cable not attached issue. Patient service also emailed the manufacturer representative (rep). There were no further complications reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.